Event description:
The customer reported false positive result with the alere determine hiv 1/2 ag/ab combo performed on (B)(6) 2023 on a serum sample. Confirmation testing was performed twice (biorod genius and architect antibody antigen) and generated negative results. Repeat testing was performed and generated positive result. The customer stated that patient was pregnant at the time of the test. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use, device discarded.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195988 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot 195988 a, test base part number 1073298/ lot 181324. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 195988 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient samples. H3 other text : single-use, device discarded.

Event description:
The customer reported false positive result with the alere determine hiv 1/2 ag/ab combo performed on (B)(6) 2023 on a serum sample. Confirmation testing was performed twice (biorod genius and architect antibody antigen) and generated negative results. Repeat testing was performed and generated positive result. The customer stated that patient was pregnant at the time of the test. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.